Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was "curving up" and was no longer charging the pump battery properly. Customer changed the cable to charge battery. Customer's blood glucose was 104 mg/dl.